Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the operating room, solution leakage was found coming from the insertion site. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the catheter leaked at the insertion site could not be confirmed. The customer returned one two lumen cvc catheter. The catheter was returned with a non-arrow tubing set attached to each extension line hub. This tubing was examined and no damage or defects were observed. The tubing was removed for the catheter testing & examination. Visual examination of the returned catheter revealed it was a 7fr x 20 cm catheter by the printing on the juncture hub. The catheter appeared used but typical. Functional testing was performed by connecting each of the catheter extension lines to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from either lumen. Microscopic examination of the catheter and valves did not reveal any damage or defects. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found with the returned catheter. No further action will be taken.